Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not working and smoke came from the station. A field service engineer (fse) found the station with no power and noticed a burning smell in the room, though no gases were present. After opening the back panel, no visible component damage was found. Drawer 2.1 was unable to open due to a damaged solenoid, likely caused by overpowering from the controller board. Both the controller board and the solenoid were replaced. While installing the replacement solenoid, the new solenoid was also found to have a damaged wire. The station was powered back on, and drawer 2.1 remained disconnected until the solenoid could be replaced. Mini later reported that drawer 2.1 was damaged, and the solenoid wire was in poor condition. The solenoid was replaced, and all functions returned to normal. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not working, smoke came from the unit, and it automatically shut down. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.